Event description:
In 2009, the patient reported that his infusion device will only work for a few hours before displaying an e4 (occlusion) error. He stated that he has had to use insulin injections to compensate for the errors. His blood glucose has elevated to over 600 mg/dl as a result. He changed the infusion site, tubing, adapter, and insulin cartridge prior to the report and he was able to clear the most recent error. Prior to this, the last time he changed his infusion tubing he had to perform 3 primes before insulin would drip from the end of the infusion tubing. He has had this issue with 3 different boxes of infusion sets. He stated that he is now using an area as an infusion site that he has not used before. He stated that the area is free of scar tissue. He was advised to switch to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.